Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Functional testing determined that the computer boots normally to the application screen. The cranial and spine programs start and run normally. No unresponsiveness was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the correct computer component is: computer 9734477 rollingstone embedded, lot # 1703940. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacture representative went to the site to check the system. The computer was replaced and the issue resolved. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: computer 9735225, rollingstone s7. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a sacroiliac and thoracolumbar (lower/mid spine) procedure, when starting the product was tried during the preparation before the procedure, "no signal" was displayed and the product was failed to start. The product was started without any problems after rebooting was performed several times. However, during the procedure, the system was unresponsive once and the event was resolved by rebooting again. The product was used in the procedure without further problem. There was no delay to the procedure. There was no reported impact on patient outcome.